Event description:
It was reported that the patient presented to clinic after receiving inappropriate high voltage therapy. Upon interrogation, oversensing was observed via stored egms. The sense/pace portion of the lead was capped and the defib portion remains active.